Event description:
It was reported that there was no fluid in the lens vial. The lens was rigid and impossible to implant. This issue was discovered during preparation for use.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.